Event description:
The tip of the instrument broke off in the pt's disc space. The doctor felt the instrument break and when the instrument was removed noticed that the tip was missing. X-rays showed that the tip had moved anteriorly and was close to the aorta. It was then decided to not retrieve the tip.